Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by fever, abdominal pain, and cloudy effluent. The cause of the event was reported as patient was traveling in the rain; however, this could not be clarified, therefore, the cause of the event was assessed as unknown. The patient was not hospitalized. The patient was treated with intraperitoneal cefazidine (1g daily; duration not reported), intraperitoneal cefazoline (1g daily; duration not reported), intraperitoneal vancomycin (1g every fifth day; duration not reported), and intraperitoneal amikacin (125mg daily; duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had not recovered and the patient still had cloudy effluent. No additional information is available.